Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a calibration error and sensor error alarm. The customer¿s blood glucose was 151 mg/dl at the time of incident. Customer stated that the sensor was not expired and it was securely taped to the skin. Customer also reported that the sensor was removed and there was cannula. The customer was advised to change the sensor. The product is being replaced and is expected to return for analysis.